Manufacturer narrative:
(B)(4). (B)(4). Medical products : cps short anchor plug 12mm catalog #178554 lot # 001020, cps nut co-cr-mo alloy catalog #178512 lot #285140, cps centering sleeve 23mm catalog #178545 lot #694150, oss poly tibial bushing catalog #150476 lot #464690, oss poly lock pin catalog #150478 lot #503140, oss poly femoral bushings 2pk catalog #150477 lot #435070, cps transverse pin 6pk 44mm catalog #178530 lot #915110, oss axle catalog #150480 lot #745770, oss reinforced yoke catalog #150493 lot #856000, cps/oss 5cm tpr adapt w/oss sc catalog #178711 lot #713740, oss 7cm segmental femoral rt catalog #150354 lot #234280, oss 17cm diaphyseal segment catalog #150471 lot #630000, oss tibial poly bearing 14mm catalog #150411 lot #596900. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent initial surgery and subsequently underwent revision surgery due to loosening. The distal femoral compress component failed and was revised to total femur with bipolar head. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported event is attributed to patient bone fracture that led to loosening of the spindle, but it is unknown what caused the bone fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Further information reported that the patient's implants loosened secondary to bone fracture. It is unknown what caused the fracture.